Event description:
Patients primary caregiver stated that unit was shutting down and was indicating disc/sense on display. Unit was on ac power at the time of the event. Patient was immediately placed on backup vent. Rt switched the unit at approximately 9pm. Assured patients family member that unit is indicating a leak somewhere & to double check circuit & connections which was already completed. No patient harm reported.